Manufacturer narrative:
This event is related to medwatch 1828100-2012-01369 and 1828100-2012-01370. The user facility reported to the field service representative that their internal investigation of the incident had shown the per diem perfusionist operating the system during the case had inadvertently turned the occlusion knobs on all three 6" roller heads the wrong direction to the fully open position. During further user facility testing, the roller pumps were fully functional. It was reported the user facility cardiovascular surgeon and risk management staff agreed to return the system to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, the roller pump would not occlude 1/4" tubing. (MDR# 1828100-2012-01368). The perfusionist attempted to use the "sucker" roller pump but it was not able to aspirate the blood from the surgical field. The perfusionist gradually increased occlusion on the roller pump but was unsuccessful at aspirating the blood from the field. The perfusionist moved the tubing to an adjacent pump and was unable to get occlusion to adequately provide aspiration. A pump jam/stop occurred (MDR#1828100-2012-01369) and the tubing was moved to another adjacent pump and was still unable to provide adequate aspiration (MDR#1828100-2012-01370). The entire system and 1/4" tube pack was changed out. There was a delay of approximately twenty minutes. The patient was weaned from cpb without issue. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the patient.